Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini was missing test strips. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 8:45 on the day she contacted lfs. The patient reported managing her diabetes with diet, exercise and oral medications (type/dose unknown) and denied making changes to her normal diabetes regimen as a result of the alleged issue. The patient reported developing blurry vision one hour after the alleged issue began as a result of not being able to test. At the onset of symptoms the patient claimed to have treated herself with food and/or drink. At the time of troubleshooting, the cca informed the patient that the test strips are not packaged with the onetouch ultramini meter. However, replacement product was sent to the patient as well as complimentary test strips and control solution. This complaint is being reported as an adverse event because the patient reportedly developed a symptom suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.